Event description:
The customer reported the ventilator alarmed due to oxygen device failed and no oxygen available occurrences while the unit was plugged into a wall oxygen source. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Upon an oxygen device failed occurrence, the ventilator alarms and continues to provide ventilatory support to the patient using an air gas source. If the ventilator discontinues oxygen support, loss of the oxygen source may be detrimental to a patient. The manufacturers field service engineer confirmed the reported problem. The service engineer reported that the solenoid valve and data acquistion board were replaced to resolve the reported problem. Applicable final testing was completed per operating specifications.